Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit, but was unable to reproduce the reported issue. The fse successfully performed compressor output test, as well as leak tests. The fse performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The full name of the event site was shortened due to field character limit; the full name is (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a power-up test fail code #3. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.